Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that arm 1 was moving in the opposite direction when it was controlled by the left master tool manipulator (mtm). The tse reviewed the system error log and did not find any related errors. The user confirmed that the endoscope orientation was not flipped, and the issue was only related to the left mtm. The user confirmed that there was no issue with the right mtm or arm 3. The user reseated the sterile adapter and instruments, but the issue persisted. The user will perform a hard power cycle after the procedure and check if the issue recurs in the subsequent procedures. The procedure was completed as planned with no reported injury. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for analysis. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. The reported issue involving the arm moving in the opposite direction was not confirmed.

Event description:
Refer to h11 for follow-up information.